Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The sample associated with this incident was not returned to merit medical for analysis; therefore, a comprehensive investigation could not be performed. The associated failure mode has been identified in the current risk documentation and the current risk estimation is accurate. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.